Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing, overnight stress testing, impedance testing, and shock testing without duplicating the report. An internal inspection resulted in no findings. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.